Event description:
The provider reported the following: the patient reported the following via email: "I started my 3rd candid aligner yesterday afternoon and last night during his oral care he found tooth damage at the gum line on the lingual side of one of his back molars. The enamel is broken off and I have nerve pain with touch. I am going to try and get in with local dentist (as we are in (B)(6). I have gone back to aligner 2 to eliminate extra pressure on that tooth."

Manufacturer narrative:
Based on the information provided byt the provider/patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to a facture/chipped tooth. In addition, the provider provided the following update on 09/08/2025: "provider responded and stated, 'this was not a candid issue. He had internal resorption and it started to erode out the lingual. He is having that tooth removed and I have scanned to send it to start new trays with that tooth missing. Thank you for your follow up and help.'